Event description:
Customer reported erroneous high eosinophil % on the automated differentials for six patient samples when using the unicel dxh 800 coulter cellular analysis system. There were no instrument generated flags with the eosinophil % test results. The customer questioned the results when the samples were tested on another dxh 800 and normal results were obtained for the eosinophil parameter. The erroneous test results were reported out of the laboratory. It is unknown if a corrected report was issued by the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer. The fse identified debris of tube stopper pieces in the differential mix chamber. The debris was obstructing the differential mix chamber and preventing the chamber from draining fully. The fse replaced the nrbc (nucleated red blood cell) and differential mix chambers. This resolved the issue, and cause was determined to be the debris in the differential mix chamber. Product labeling was evaluated. The dxh800 instructions for use (B)(4) states: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.